Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube. Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 55 mg/dl. The customer stated that none of the batteries had worked and that the device may have been exposed to sweat prior to the alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.